Event description:
It was reported by service report that there was a black oily fluid dripping from the foot end of the bed. There was patient involvement; however, no adverse consequences are reported.